Manufacturer narrative:
Unique device identifier (UDI): for type of device: IV pump.

Event description:
The IV pump had been plugged in at the bedside for several hours and ran without problems. Patient needed to be transported from the ICU to the radiology department. The pump battery light was green and the vasopressor drips were running. When the elevator stopped on the second floor, the patient's blood pressure began to drop. The nurse went to increase the rate of the drip, and at that moment the IV battery light changed to amber and there was an alert that the battery was about to shut down. Thankfully there was an electrical outlet in the wall right there that the nurse could use to plug in the IV pumps. The pump then continued to work throughout the cardiac arrest. The patient survived the code and was taken back up to the ICU. The patient died 20 hours later. After a root cause analysis it was determined that the death was not related to the IV pump battery failure, however we consider this a serious near miss. Manufacturer response for IV pump, alaris system IV pump (per site reporter): spoke to the carefusion rep yesterday because we are supposed to go live with the interconnectivity between these pumps and our electronic health record. Manufacturer response for IV pump, carefusion IV pump (per site reporter): they are aware of this issue with the batteries not lasting as long as originally thought. Manufacturer response for IV pump, carefusion IV pump (per site reporter): this is the same issue that they are seeing nation wide with their batteries not lasting as long as anticipated.

Event description:
The IV pump had been plugged in at the bedside for several hours and ran without problems. Patient needed to be transported from the ICU to the radiology department. The pump battery light was green and the vasopressor drips were running. When the elevator stopped on the second floor, the patient's blood pressure began to drop. The nurse went to increase the rate of the drip, and at that moment the IV battery light changed to amber and there was an alert that the battery was about to shut down. Thankfully there was an electrical outlet in the wall right there that the nurse could use to plug in the IV pumps. The pump then continued to work throughout the cardiac arrest. The patient survived the code and was taken back up to the ICU. The patient died 20 hours later. After a root cause analysis it was determined that the death was not related to the IV pump battery failure, however we consider this a serious near miss. Manufacturer response for IV pump, alaris system IV pump (per site reporter): spoke to the carefusion rep yesterday because we are supposed to go live with the interconnectivity between these pumps and our electronic health record. Manufacturer response for IV pump, carefusion IV pump (per site reporter): they are aware of this issue with the batteries not lasting as long as originally thought. Manufacturer response for IV pump, carefusion IV pump (per site reporter): this is the same issue that they are seeing nation wide with their batteries not lasting as long as anticipated.